Event description:
S/p brachy therapy to rca angio seal was used to close vessel right groin. Hemostatis was achieved but when staff attempted to clean site and remove drape the puncture site started to bleed. Pressure held and femostop applied. Developed 5cm x 3cm hematoma and held for observation one more day.